Event description:
It was reported to medtronic minimed that the customer experienced a low alert and the pump did not suspended at low alert. The customer reported blood glucose value of 53 mg/dl. The customer reported hypoglycemia treated with carb intake. Customer reported the following led up to the event: troubleshooting revealed that the blood glucose value was 53 mg/dl, and the sensor glucose value was 63 mg/dl at the time of the event. The event involved product(s) mmt-397a, mmt-1884, mmt-7040a, mmt-332a. Troubleshooting was performed. Customer was using the smart guard feature at the time of the event. Customer has been using the insulin pump system within 48hrs of reported low blood glucose event. Customer believed the pump was over delivering. No further patient complications were reported. Product return requested for mmt-397a. Customer declined to return, or is unable to return. Mmt-1884 was requested and customer response was the device will be returned. Product return requested for mmt-7040a. Customer declined to return, or is unable to return. Product return requested for mmt-332a. Customer declined to return, or is unable to return.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.